Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s wife reported the patient¿s settings were too high at the time of report and that they needed to be adjusted, but they did not have their patient programmer with them at that time. It was noted the issue had occurred after the patient was in the hospital for a procedure and that a manufacturer representative had turned off the implant for the procedure and had turned it back on afterwards. It was noted that it was unknown whether any troubleshooting was performed, if any symptoms had been experienced, or what the patient¿s outcome was at the time of the report. No further complications were reported or anticipated.